Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a micropace stimcor computer cabinet was selected for use. The monitor displayed an error message indicating no signal from the pc during preparation, which was not noticed until patient anesthesia was finished being administered. The computer was restarted several times, and it was verified that the vga cable was connected, and performed a direct connection to the monitor, but no troubleshooting worked. Lacking any pacing capabilities, the procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis. This report is being sent due to the procedure cancellation after patient sedation.

Manufacturer narrative:
The micropace cardiac stimulator computer cabinet was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection. The micropace unit was returned with no cables attached. The unit was opened to attach cables to test for functionality, and it was found that all internal cables were also removed. The internal cables were attached and it was found that there were 2 damaged com ports. The com ports were attached by opening the pc to perform testing. After resuming the connections, bent pins were found on one connector. During final connection, a power cable was missing from the returned unit. In summary there were multiple damaged pieces and a missing power cable. Functional testing was unable to be performed to confirm the reported clinical observations.

Event description:
It was reported that prior to a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a micropace stimcor computer cabinet was selected for use. The monitor displayed an error message indicating no signal from the pc during preparation, which was not noticed until patient anesthesia was finished being administered. The computer was restarted several times, and it was verified that the vga cable was connected, and performed a direct connection to the monitor, but no troubleshooting worked. Lacking any pacing capabilities, the procedure was cancelled. No patient complications were reported. The device was returned for analysis. This report is being sent due to the procedure cancellation after patient sedation.